Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient passed away on (B)(6) 2021. There was no information regarding what caused the patient¿s passing. The customer returned the pump for investigation. No alarms were reported in association with the event. (B)(6) was returned with the pump cable severed approximately 6.0¿ from the pump header. The remaining distal portion of the pump cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 08jul2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive and pulseless at home by sibling after not answering the door for a visiting nurse on (B)(6) 2021. The patient was lying on the couch connected to the heartmate 3 controller that was connected to two batteries. The batteries were completely dead, nothing was illuminated on the controller and all connections of the device were secure. The patient was pronounced dead at home.